Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and no power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: the battery compartment is undamaged, returned battery cap is able to fit securely to maintain electrical connection. Moisture corrosion is observed on the display screen inside the pump. Leak test failed due display lens leak, the pump is unable to power up and it¿s completely unresponsive -reported ¿power¿ complaint is duplicated due moisture damage the pump¿s cover was removed, further moisture ingress was found to the power printed circuit board, the display screen, and to the eeprom.